Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 32 mg/dl. The caller was wondering if the insulin pump was over delivering. It was stated that the customer was unresponsive, and his eyes were glazed. It was stated that they began shoving sugar in his mouth until the paramedics arrived. It was stated that the customer had been experiencing low blood glucose levels for two months. It was stated that the customer had recently lost weight and changed his eating habits. The customer had also changed the insulin type. The caller had previously called to report a no delivery alarm. Troubleshooting was performed at that time, and the insulin pump failed the displacement test. The insulin pump had alarmed no delivery during the test. Found that the insulin pump was programmed correctly and the daily totals added up correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.